Event description:
Caller reported that the pump screen was on, but the display remained black. There was no reported impact on the customer's blood glucose level. A replacement pump was sent. The caller was instructed to use an alternate insulin delivery method, mdi, while waiting for the replacement.